Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 16mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis were performed. A shaft break was noted 42cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 10-aug-2023. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.50 x 16mm synergy xd drug eluting stent was advanced for treatment, but the stent could not cross the lesion due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good. However, returned device analysis revealed shaft break.